Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead presented to the emergency department with a heart rate in the 30s beats per minute as the lead was showing loss of capture (loc) and high, within range pacing impedances. The lead was found broken/fractured and the device was reprogrammed unipolar pace, bipolar sense to correct the situation. The patient was then discharged from emergency department, patient's physician was contacted with information on the change to determine next action. The ra lead remains in service at this time. No additional adverse patient effects were reported.